Event description:
Customer reported that a patient presented with a surgical wound infection approximately four weeks following a lumbar spinal fusion. Wound was cleansed and wet to dry packing performed. Antibiotics were administered.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.